Manufacturer narrative:
Based on the device investigation, third-party analysis, and additional information provided by the user, the fracture and deformation of tip from twist device was consistent with ductile torsional overload contributed by interaction of twist device with challenging fibrous anatomical tissue. A review of lot history record determined that product met design and manufacturing specifications at the time of product release. Patient outcome was an implication of prior health treatments with no evidence that directly linked patient outcome to mechanical failure of prodigy twist.

Event description:
On (B)(6) 2024, the patient was admitted for thrombus removal due to suspected occlusion of a femoral-tibial bypass (graft) initially conducted a year ago. A 6f sheath was placed and guidewire advanced nearly to the end of the graft, but not through the anastomosis site. A prodigy catheter 6f was utilized to navigate through graft and aspirated thrombus until the catheter reached the distal end of graft and flow of thrombus and blood concluded. A decision was made to use prodigy twist 6f device. The guide wire was removed and the twist 6f device was advanced through the catheter. The twist device was advanced and rotated for two sequences. Prior to the third sequence, the physician noticed that radiopaque markers of twist device were not corresponding with wire manipulation. The twist device was withdrawn and the tip was no longer attached to wire. Under fluoroscopy, the radiopaque markers of the tip were present in the anastomosis site. The anastomosis site was described to have fibrous scar tissue, calcium deposition, and images depict staples from previous surgical procedures. After removal of the prodigy system, attempts to cross the anastomosis site with a guidewire were unsuccessful. Percutaneous transluminal angioplasty (pta) and tissue plasminogen activator (tpa) were completed, and vasculature was closed. The patient was sent to the intensive care unit for further observation. A subsequent surgery was performed to amputate the lower leg and foot due to the occlusion causing a lack of blood flow. The tip of twist device was extracted using hemostats through the fibrous cap end of the anastomosis site.